Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 01/19/2021. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a registered nurse (rn) that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler from their previous day¿s pd treatment. The rn reported that the patient received the air detected in cassette alarm multiple times during drain 3 of 3 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noticed fluid leaking from the upper left area of the cycler set cassette. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not reported that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler from their previous day¿s pd treatment. The rn reported that the patient received the air detected in cassette alarm multiple times during drain 3 of 3 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noticed fluid leaking from the upper left area of the cycler set cassette. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not reported that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.